Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous troponin (accutni) result within the risk stratification range for one patient's sample that was generated by the access 2 immunoassay system. Upon repeat testing, on an alternate system, reproducible results were recovered above the ami cutoff. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was serum that was allowed to clot for 20 minutes and centrifuged for 6 minutes at 3600 rpm. Per the customer, the sample appeared normal. All samples with elevated accutni results are inspected for fibrin and re-centrifuged prior to repeat analysis. Per customer notes, the accutni qc results have been recovering erratically low. A system check was performed on (B)(4) 2010 and both met specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse made an adjustment to the mixer speed and replaced the sample pipettor. All verification testing was performed and met specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.